Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the clip in the back of the end effector was missing. The second end effector selected did not work properly during the case and a third end effector was used to complete the case. The case was successfully completed and there was no harm to the patient.

Manufacturer narrative:
Reported event: an end effector had a missing ball in the ball detent on the burr release lever. The complaint claims that the burr was able to slide out continuously however no harm was reported and no additional information is available as the complaint originator is no longer with stryker. Device evaluation and results: visual inspection: visual inspection shows the ball detent feature on the back of the end effector is missing the ball portion. See attachment 1 for an image of the instrument. The part which is missing was not returned for evaluation. Dimensional inspection: dimensional inspection was not completed as visual inspection clearly shows the failure of the device. Functional inspection: functional inspection shows the burr release lever does not lock in the closes position due to the lack of pin. The burr release lever will close fully but will not remain closed if an upward force is applied. Device history review: review of the device history records indicate 5 devices were manufactured and accepted into final stock on 07/01/2009. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 111770, s/n 00182 shows zero complaints related to the failure in this investigation. Tracking of complaints related to the 111770 part number will be tracked through quarterly trend request #(B)(4). Conclusions: the failure does not prevent the end effector from being used. When in the closed position the burr release lever still prevents the burr from being removed from the anspach motor. Although the complaint claims otherwise, the mechanism that holds the burr in place within the anspach motor was not impacted by the failure. When the burr release lever is lifted, it pulls the collar on the anspach motor allowing the burr to be received by the motor. This feature was unaffected by the failure in this complaint.

Event description:
A surgeon performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio). During the case, it was noticed that the clip in the back of the end effector was missing. The second end effector selected did not work properly during the case and a third end effector was used to complete the case. The case was successfully completed and there was no harm to the patient.